Event description:
A surgical resident performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). During the procedure, the resident experienced difficulty in finding the correct angle for the anterior femoral post hole. Upon placing implant trials, the anterior post hole appeared misaligned. The resident used a mako manual template to correct the post hole. Checkpoint values were acceptable when verified, and the surgeon was satisfied with the outcome of the case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was conducted by mako surgical with regard to this event. Though a review of case session files, no malfunction could not be confirmed. A software screen shot depicting the probe location deep in the bone, however, confirms the reported issue that the anterior post hole was burred at least 3 mm from the desired location. This preliminary evaluation remains inconclusive, but further investigation is in progress to determine the cause of the event.